Event description:
There was no patient involved in this event. Memory full prompt.

Manufacturer narrative:
Routine testing of the device confirmed the pad-pak was first installed by the customer on the (B)(6) 2010 and that it performed to specification up to the (B)(6) 2013. On the (B)(6) 2013 the device failed a self-test during a manual power cycle due to a low battery. On the (B)(6) 2013 information from the history log shows an increase in voltage which suggests a further pad-pak was installed. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the (B)(6) 2014 and the final history log entry on the (B)(6) 2015. During this time the pad-pak became depleted. Also during this time the device memory became full, the user would have been alerted with a "warning memory full" prompt. Investigation found this type of fault is contributed to membrane failure. The ten minute time outs would suggest a failing membrane. These multiple 10 minute manual power ups resulted in the device memory becoming full on the (B)(6) 2014. Furthermore there was a slight fluctuation observed on the pogo-pins, however this would not have affected the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.